Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with the ilet displaying 350 mg/dl and a confirmatory fingerstick reading of 485 mg/dl; the user manually entered the fingerstick value to calibrate the sensor, and the infusion set in use was contact detach. Symptoms included elevated blood glucose. Outcomes included remote troubleshooting and education without alerts or alarms. Investigation included customer interview, guided troubleshooting, and review of sensor accuracy in a related case. Investigation of this case revealed that the cause of hyperglycemia was unclear, with no definitive device malfunction identified and no reports of occlusion or alarm; a site change was recommended after tubing testing, though the user deferred replacement pending assistance. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.